Event description:
It was reported that starting the end of last week they couldn't get their handset to do what they wanted to do (patient said they've only used dbs therapy app and not recharger app before). They had trouble with the wireless recharger (wr) and weren't able to get implants charged. Patient also reported they thought that their battery was out on their implant (patient didn't specify which implant). Patient said it was hard to do things with one of their hands currently shaking. The circumstances that led to the reported issue were asked but unknown. During call patient attempted to charge both implants, the wireless recharger itself appeared to be charging implants like normal (it did take patient a couple repositioning of the wr to get the connection) but the patient wasn't able to get into the recharging app. The recharging app would just say "connecting" and never progress past that screen. Hard reset of the wr didn't resolve and turning blue tooth off and back on in the handset didn't resolve. One time the recharger app screen progressed to where it allowed patient to enter in wr serial number but then just got stuck on connecting again. Patient services (ps) had pa tient set aside wr and get the communicator out so that patient could attempt to check therapy. Patient attempted to get into the dbs therapy app and it asked patient to select communicator. Patient then dropped off the line before ps could get the communicator serial number, ps called patient back twice with no answer and left voicemail for patient to call back to further troubleshoot issues. The issue was not resolved. Patient will likely be calling back for further troubleshooting. The patient called back from registered phone number to resume troubleshooting. The patient repeated that their hands were shaking pretty bad, so agent had the patient open the dbs therapy app to check therapy status for each ins. The communicator was not paired yet because the patient received a new handset. The communicator paired successfully, and the patient was able to link each ins to the handset. When checking the left ins, the patient got a 'low battery' notification that advised them to recharge the ins battery to prevent future loss of therapy. Therapy was off for the left ins, so agent had the patient turn therapy back on. Therapy was also off for the right ins, so agent had th e patient turn therapy on for that ins as well. After therapy was turned on for both sides, the patient noticed an improvement in their symptoms. The charge level for the left ins was 25%, and the charge level for the right ins was 50%. Ps advised the patient to charge the left ins first since its charge level was lower than the right ins. The patient was able to get the wr to connect to the left ins (the patient had to reposition the wr a few times before it maintained a good connection with the left ins). Ps reviewed that the patient can use the communicator and dbs therapy app to check their ins charge levels. The patient thinks therapy turned off for each ins due to them having difficulties charging them about a week ago.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37612, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. Product ID: wr9200, serial#: (B)(4), product type: recharger. Product ID: a620, serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.